Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified and tortuous mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues encountered removing device from the hoop/tray . The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device but no excessive force was used. It was reported that the device failed to cross the target lesion. When the device was pulled back, it was noted that the stent was deformed. No patient injury reported.

Manufacturer narrative:
Procedure was completed with another device. Device evaluation: the device was returned for analysis. Kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th, 23rd and 29th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The patency of the inner lumen was verified with a 0.015 inch mandrel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.